Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that conduction from the atrioventricular (av) node was interrupted. During an ablation procedure to treat wolff-parkinson-white (wpw) syndrome, an intellamap orion¿ mapping catheter was advanced to the right atrium. While mapping the right atrium, the catheter bumped the av node. The physician waited to see if the av node would recover, but it did not. Av conduction was still assured by the accessory pathway. Due to this event, the physician decided not to ablate the accessory pathway due to the risk of a complete av block. It was later reported that the patient's av node recovered and there was "no issue at all" in the end. The ablation procedure was going to be rescheduled according to the patient's needs.